Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth fracture ("first tooth cracked"), dental caries ("so much as a cavity in 10 plus years") and systemic lupus erythematosus ("lupus nos"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, tooth fracture, dental caries and systemic lupus erythematosus outcome was unknown. The reporter considered dental caries, medical device removal, systemic lupus erythematosus and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: tooth fracture and dental caries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received - new event medical device removal were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.